Event description:
It was reported that almost immediately after the patient was implanted in (B)(6) 2013 the implantable neurostimulator (ins) had been pressing on the patient¿s nerve and affecting their sciatic nerve. They kept trying to alleviate the issue but a week prior to the report the patient¿s doctor moved the ins from their back more towards their front. The patient was fine at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).